Event description:
A customer contacted beckman coulter regarding troponin (accu tnl) reproducibility issue on a patient sample analyzed on the unicel dxl 800 access instrument. A patient sample was tested for accu tnl and a result of 0.27ng/ml was obtained. The customer re-tested the original sample for accu tnl and the repeated result was 0.84ng/ml. The same sample was tested on another instrument in the customer's lab for accu tnl and a result of 0.03ng/ml was obtained. It is unclear if the accu tnl results obtained in this event were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Customer did not question any other assays at this time. A field service engineer (fse) was dispatched to the customer's lab in 11/06. The fse noted ultrasonics level sense errors for pipettor four at the time of the event. Per the fse, customer only runs accu tnl on pipettor 4. The fse found loose snake chain which was tightened. The fse conducted system check which passed. The fse performed qc which was out of specifications high. The fse switched accu tnl assay to pipettor two, recalibrated the instrument for accu tnl and then qc passed within specifications. Per customer's request, the fse disabled pipettor 4. The fse verified the instrument per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.